Event description:
Country of complaint: (B)(6). The surgeon tried to insert the screw a lot of times but failed. Hence, he asked for a replacement of screw and asked not to use this screw anymore. The surgery was probably delayed for more than an hour. And there's no consequences for the patient because the surgeon put in all effort and changed the defected items to new ones, s4 was used to complete the surgery.

Manufacturer narrative:
Evaluation results: we received one polyaxial screw (sw165t) and four set screws (sw003t) for analysis. The internal thread of the polyaxial body has been sheared off on one side. None of the set-screws exhibit marking on the underside, which would be typical for a correct locking of the set-screw. The most likely cause for the stripping of the threads is that the rod was not fully engaged in the body and that the rod was pushed down using the set-screws. The set-screws exhibit circular wear marking on the underside, which confirm this hypothesis. All of the set-screws' thread run-outs exhibit damage that indicates difficulty during inserting the set-screw in the body. Some of the screws exhibit marking that indicates that the set-screws were cross-threaded. The failure of the screws appears to be a user related error. The components lot numbers have been checked and were found to be according to the specification, valid at the time of production.